Event description:
A rigid scope was returned to olympus for repair with a damaged eyepiece. There is no indication that the reported damage occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems corporation (omsc), japan (received at omsc on 2022-11-28). The physical device inspection performed by omsc confirmed that the cup of the eyepiece has come loose. This issue was most likely caused by improper handling during use or reprocessing and can thus be attributed to user error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the rigid scope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.